Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that high pacing lead impedance was noted. The lead was explanted and replaced. The patient&#38112;condition is fine after the event.